Event description:
It was reported that customer experienced low blood glucose. Blood glucose reading at the time of incident was 52 mg/dl. The customer was treated with food for low blood glucose reading. The customer's current blood glucose value was 152mg/dl. The customer experienced symptoms related to low blood glucose like shakiness, mental confusion and weakness. The customer did not alleged that the pump was over delivering. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using the auto mode feature at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.